Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): full lead was returned for analysis and revealed that the lead was stretched and the outer insulation was kinked/buckled. Visual inspection notes that the lead has been stretched, so the inner tubing buckled and prevents the helix from working properly. The lead was returned with the helix fully extended with blood and tissue on it.

Event description:
It was reported that during implant attempt, there was difficulty with the helix deployment. The lead was not implanted. No patient complications have been reported as a result of this event.